Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer checked battery cap contacts in place, had her clean the contacts and put in a new battery still did not work. No harm requiring medical intervention was reported. The customer was declined troubleshooting. The device will not be returned for analysis.